Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because ins was at an angle since implant and coupling issues is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the of the angled ins at implant is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a coupling problem. The patient was trouble shooting trying to get more bars. The patient was able to go from 2 bars to 4 bars. The manufacturing representative tried to charge the implant but could not. The patient reported that the implantable neurostimulator (ins) was at an angle since implant. It was the patient¿s first time to charge since she had been implanted. It had been 3 weeks since the patient was implanted. The patient reported that the top of the implantable neurostimulator (ins) was stuck out and you could see it. Later the patient reported that they still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on (B)(6) 2015. Additional information was received on 2022-may-18 that indicated that the ins battery had to be repositioned due to it sticking out of the patient. The patient also mentioned that the battery got stuck on a chair when they were sitting which was very painful. No additional information was received.